Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse found faulty 3-way valve and bent r2 probe. The fse replaced 3-way valve pn mu7647and r2 probe pn mu995800 which resolved the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Beckman coulter identifier is (B)(4).

Event description:
The customer reported erroneous low/zero (0) value patient results generated for multiple analytes for cmp (comprehensive metabolic panel) which includes albumin, blood urea nitrogen, calcium, carbon dioxide, chloride, creatinine, glucose, potassium, sodium, total bilirubin, protein, alanine aminotransferase, alkaline phosphatase and aspartate aminotransferase. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.